Event description:
It was reported that the patient experienced tachycardia it was further reported that possible rare under sensing noted on right ventricular (rv) lead on some stored electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.